Event description:
It was reported that the patient's right ventricular (rv) lead had a history of high and unstable thresholds. It was further noted that the rv lead had oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for dvd 1/26/18.